Manufacturer narrative:
It was reported that the v60 was "jammed" and it turns off. A quote was sent to the customer but was later rejected. No further service provided by philips. The customer rejected the quote for service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit is "jammed" and turns off. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the v60 was "jammed" and it turns off. Repair is currently pending.